Manufacturer narrative:
Additional patient codes: 1695, 1928, 2330, 3191 - vaginal prolapse. Additional narrative: it was reported that the patient experienced adhesion, vaginal prolapse, urinary incontinence and pelvic discomfort following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 5/29/2019 (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2015. No additional information was provided.